Event description:
It was reported that after a da vinci-assisted bilateral inguinal hernia surgical procedure was completed, the patient returned to the operating room for a second procedure via open exploratory laparotomy. Staff at the facility reported the patient was showing signs of internal hemorrhage and needed to be emergently operated on to identify and control the bleeding. At this time it is unknown whether or not the bleeding was related to initial operation. Staff also reported the patient received an unknown amount of blood products. The initial procedure was completed robotically. The second procedure was performed open. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the need for the subsequent second procedure was not related to any da vinci system/instrument/device issues intraoperatively from the initial robotic procedure.

Manufacturer narrative:
The surgeon confirmed that the need for the subsequent procedure was not related to any da vinci system/instrument/device issues intraoperatively from the initial robotic procedure. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: mega suturecut needle driver (part number: 471309 / lot number: k11230511-0319/ uses remaining: 1 ) and fenestrated bipolar forceps (part number: 471205 / lot number: k15240411-0010/ uses remaining: 1 ). A site history review found no complaints were made for the instruments used during this procedure.